Manufacturer narrative:
(B)(4). Product identification records for the alleged gore device was not provided. Therefore, a review of the manufacturing records could not be performed. (B)(6). It should be noted that the instructions for gore-tex® soft tissue patch use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the gore-tex® soft tissue patch instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿

Event description:
It was reported to gore that the patient underwent laparoscopic ventral hernia repair on (B)(6) 1999 whereby a gore® dualmesh® biomaterial was implanted. The complaint alleges that on (B)(6) 1999, an additional procedure was performed whereby a partial explant of the gore device was performed. An additional explant procedure was reportedly performed on (B)(6) 2003. It was reported the patient alleges the following injuries: enterocutaneous fistula, mesh infection, multiple surgeries to remove the mesh, adhesions, small bowel resections, and loss of consortium. Additional event specific information was not provided.

Manufacturer narrative:
H6: updated health effect- clinical code. H6: updated investigation findings. H6: updated investigation conclusions. H6: health effect impact code: f1903: device explantation. H6: medical device component: g07001: part/component/sub-assembly term not applicable. In the absence of additional information or medical records from the complainant, this event file will be closed with the information provided. Previous patient codes (3191 other code for ¿loss of consortium¿) were reported based on the original complaint and are no longer applicable and/or not reportable per gore¿s investigation. There is insufficient information available for gore to reasonably draw conclusions related to aspects of the event, therefore conclusion code d15: cause not established is being used. Insufficient information may include limited or missing relevant medical records, involvement of multiple implanted devices (including non-gore devices) in the field of treatment, patient non-compliance, and/or a general lack of available detail or specificity related to an adverse event and/or device. Medical records: ¿ the known medical records span (B)(6), 1998 through (B)(6), 2018, and not all records received in this time span are relevant to the gore® dualmesh® biomaterial. ¿ medical records from (B)(6), 1999 through (B)(6), 2003; and from (B)(6), 2005 through (B)(6), 2016 were not provided. ¿ there were no medical records provided to indicate implantation of a second gore device, which was allegedly explanted on (B)(6), 2003. Patient information: medical history: ¿ chronic obstructive pulmonary disease [copd]. ¿ asthma. ¿ schizophrenia, multiple suicide attempts. ¿ self-inflicted 12-gauge shotgun abdominal wound with extensive blast injury; entrance site upper right quadrant, exit left lower quadrant . ¿ peptic ulcer disease [pud]. ¿ gastroesophageal reflux disease [gerd]. ¿ hypertension. ¿ coronary artery disease. ¿ myocardial infarction [8/99]. ¿ methicillin-resistant staphylococcus aureus [mrsa]. ¿ hepatitis c. ¿ liver cirrhosis. ¿ chronic liver failure felt to be due to chronic total parenteral nutrition [tpn]. ¿ short gut syndrome. ¿ tobacco. (B)(6) 1999: occasionally chews tobacco. ¿ obesity. (B)(6) 1999: 246 lbs. Prior surgical procedures: ¿ (B)(6) 1998: exploratory laparotomy for gunshot wound to the abdomen; numerous small bowel enterotomies requiring primary repair and small bowel resection. Large portion of sigmoid colon removed and hartmann procedure with end-colostomy. Splenectomy. ¿ (B)(6) 1998: exploration of abdominal wound dehiscence with debridement. ¿ (B)(6) 1998: abdominal washout and closure of abdomen with vicryl mesh. ¿ (B)(6) 1999: open abdominal wound; split-thickness skin graft from thigh. ¿ (B)(6) 1999: exploratory laparotomy with lysis of adhesions, ventral hernia repair with mesh, and resection of a small bowel fistula with primary anastomosis. Implant: gore-tex® dualmesh® biomaterial. Implant preoperative complaints: ¿ (B)(6) 1998: CT abdomen/pelvis: ¿large anterior abdominal wall defect.¿ ¿ (B)(6) 1999: ¿enterocutaneous fistula arising from ileal loop.¿ ¿recently noticed increase in leakage midportion of abdominal wound. Plans to begin hyperalimentation for three months to allow healing of fistula.¿ ¿ (B)(6) 1999: ¿closure of an enterocutaneous fistula and takedown was planned in (B)(6)of 1999, but was deferred secondary to an mi [myocardial infarction]. He now presents for repair of his enterocutaneous fistula. Despite his high risk and possibility of return of this fistula and multiple complications the patient is insisted upon correction of this problem.¿ implant procedure: exploratory laparotomy with lysis of adhesions, ventral hernia repair with mesh, and resection of a small bowel fistula with primary anastomosis. Implant: gore-tex® dualmesh® biomaterial (1dlm04/(B)(6), 15x19x1 oval). Implant date: (B)(6), 1999 [hospitalization (B)(6), 1999]. ¿ description of hernia being treated: ¿the patient's midline was remarkable for an enterocutaneous fistula at the split thickness skin graft site which was large in diameter, approximately 12-15 cm with an incision around the defect. Care was used to enter the abdomen lateral to the fascial defect. Multiple adhesions could be found and were carefully dissected to free up the abdomen from the bowel. Each adhesion was carefully dissected freely and this left a large amount of small bowel attached to the fascial defect with the enterocutaneous fistula in the middle. After dissecting out the 12-15 cm defect, the small bowel could then be examined carefully and each adhesive band was lysed. This then left a [sic] enterocutaneous fistula in about the middle of the length of the small bowel, and several small bowel enterotomies were created and oversewn with lembert sutures in order to free up the small bowel. The split thickness skin graft was then dissected freely and the enterocutaneous fistula was resected. This left removal of approximately 12 cm of small bowel. A staple anastomosis was then performed with adequate side to side functional and end. The remainder of the small bowel was then examined and no other abnormality was noted.¿ ¿ implant size and fixation: ¿the abdomen was then copiously irrigated and as the large amount of defect was resected the skin could not be reapproximated, thus a decision was made to place a vicryl mesh. A gore-tex dual mesh was placed and sutured into the abdominal fascia. This left adequate coverage of the small and large bowel. Adequate hemostasis was achieved.¿ ¿ pathology: ¿necrosis, acute and chronic inflammation, granulation tissue and fibrosis involving small intestine segment; skin consistent with enterocutaneous fistula, specimen submitted as enterocutaneous fistula and small bowel segment.¿ explant preoperative complaints: ¿ (B)(6) 1999: ¿... Who underwent ventral hernia repair and resection of small bowel and mucocutaneous fistula four days prior with inability to close abdomen. A temporizing dual mesh was placed until granulation could be achieved for removal of gore-tex and secondary intention healing of this defect.¿ explant procedure: ¿removal of ¿gore-tex mesh¿ and irrigation.¿ explant date: (B)(6), 1999 [hospitalization (B)(6) 1999]. ¿ ¿with careful dissection, the dual mesh suture was excised and the dual mesh was removed. The abdomen was washed copiously and adequate granulation tissue could be visualized. With removal of this mesh and its suture, the granulation tissue was adequate and passed off the field as a sterile specimen. It was not cultured. The edges of the granulation tissue were viable and the undermine areas were viable as well. The wound was irrigated once again and then packed wet to dry.¿ ¿ (B)(6) 1999: discharge summary: ¿there were some skin edges to wound that were concerning, fairly dusky. Before the enterocutaneous fistula repair, a fair amount of skin excised over this area, therefore had a gore-tex patch put in to maintain his abdominal closure. Patient did not have any fascia to have this sewn to and had a fair amount of overlying skin edges which appeared dusky on postoperative day #1 and #2. On postoperative day #6 noted to have stool leaking from wound. Postoperative day #7, taken back to operating room, noted to have a new enterocutaneous fistula. Mesh was removed, abdomen left open, dusky skin edges excised. Will be started on tpn. Wound care will be managed by wife. Discharged home stable condition.¿ relevant medical information: ¿ (B)(6) 2003: ¿found to have tract extending to his ¿gore-tex patch¿, which was found to be infected, partially excised.¿ [no operative report provided.] Explant preoperative complaints: ¿ (B)(6) 2003: ¿... Who has had multiple abdominal surgeries secondary to a self-inflicted gunshot wound. The patient had an incisional hernia repair with gore-tex mesh. This mesh has become infected. A portion of the mesh was removed by a surgeon at an outside facility. The patient has now developed an enterocutaneous fistula with infection present in the remaining gore-tex. He will be taken to the operating room for removal of the gore-tex mesh.¿ explant procedure: removal of infected ¿gore-tex mesh¿ and wound debridement. Explant date: (B)(6), 2003 [hospitalization (B)(6), 2003]. ¿ ¿the patient's wound was opened in the midline inferior and superior to the enterocutaneous fistula. The gore-tex mesh was encountered and then was dissected away using blunt and sharp dissection from the anterior abdominal wall. All the gore-tex mesh present along the left side of the abdomen was removed in this fashion. There was no gore-tex mesh noted along the right portion of the abdomen. After an inspection of this portion of the abdominal wall, the wound was copiously irrigated and adaptic base was placed over the exposed small bowel. The wound was then packed with wet kerlix. The estimated blood loss was approximately 50 cc. Specimen: infected mesh to lab.¿ ¿ (B)(6) 2003: discharge summary: ¿fistulogram in august demonstrated fistula tract extending posteriorly into right anterior abdominal wall. Taken to operating room at arh 10/08/03 found to have tract extending to his gore-tex patch, which was found to be infected, partially excised. Transferred to UK for further evaluation, treatment of infected mesh. (B)(6) 2003 removal of gore-tex patch. Restarted on tpn. Home in good condition. Home health for dressing changes for abdominal wound and tpn.¿ ¿ (B)(6) 2003: pathology: ¿description of specimen: infected mesh. Gross description: a single specimen is received labeled infected mesh and consists of an irregular yellow to red brown slightly firm mesh fragment measuring in aggregate 8 x 5.5 x 1.5 cm. The specimen has some soft tissue fragments attached to it.¿ ¿fibroadipose tissue with foreign body type giant cells and synthetic material, labeled infected mesh (clinical history of enterocutaneous fistula).¿ conclusion: #2 implant: alleged ¿gore-tex mesh¿ the alleged ¿gore-tex¿ mesh is being captured as gore-tex® soft tissue patch for product surveillance purposes as no product identification was provided. It should be noted that the gore-tex® soft tissue patch instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the gore-tex® soft tissue patch instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ as with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, recurrence, ileus, increased procedure time and related harms, irritation or inflammation, infection, pain, paresthesia, perforation, revision / re-intervention, seroma or hematoma and related harms, wound complications and wound dehiscence. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. There is insufficient information available for gore to reasonably draw conclusions related to aspects of the event, therefore conclusion code "d15: cause not established" is being used. Insufficient information may include limited or missing relevant medical records, involvement of multiple implanted devices (including non-gore devices) in the field of treatment, patient non-compliance, and/or a general lack of available detail or specificity related to an adverse event and/or device. After multiple requests, product identification information was not provided for this device and thus it could not be confirmed to be a gore hernia device. Review of the manufacturing and sterilization records could not be performed as a valid lot number was not provided. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.